Manufacturer narrative:
This report is made based on the results of evaluation completed on 02/29/2012. The keypad button symbols were found to be worn but there was no visible damage to the rubber keypad. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display lens was found to be scratched.

Event description:
The pump was returned for a lifting keypad. Evaluation did not find any keypad damage but did reveal intermittent response to button presses. This report is made based on the results of evaluation.